Event description:
I had a biomet, repecci ii unicondylar knee replacement in 2002. Since that implant, I have had intense pain treated w/ hydrocodone 7.5 at day and oxycontin 10 mg at night. Minimal use of the knee leads to swelling and intense tightness and pain. I am willing to let the company look at this surgery w/FDA to see if it is a problem with a defective implant. Hospital had never seen a knee do like mine. Rehab hosp said they had never seen a knee swell up so fat with minimal "exesis." The knee caused me to take a lot of meds. It has gotten so bad I think I need another knee. I want them to see it.